Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with a non- bsc device. There were no further patient complications reported as a result of this event.